Manufacturer narrative:
Additional information the previously deployed stents were non medtronic devices. The patient required a bypass for the obstruction caused by the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: multiple other medtronic solarice, nc solarice and sprinter legend balloons were used during the procedure. There were no issues with any of the other medtronic device used during the procedure. Image analysis: procedural images provided show contrast injection into the rca followed by contrast injection into the left coronary system. The lad showed diffuse disease. The lad was pre-dilated on numerous occasions. Pre-dilation was followed by successful delivery and deployment of a mid to distal stent and a proximal to mid vessel stent. The distal end of the stents required post dilation and the nc solarice balloon was delivered and inflated in the distal end of the distal stent. The contrast only appeared to fill the proximal two-thirds of the balloon and the distal third of the balloon did not fill with contrast. This suggests that there were also inflation difficulties encountered with the nc solarice balloon. Despite introduction of additional wires, it was not possible to deflate the inflated balloon. The balloon caused an occlusion in the vessel and there was no flow to the distal lad from the point of inflation of the nc solarice balloon. Correction: annex a codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the nc solarice was being used in a was non-tortuous, minimally to non-calcified acute thrombotic lesion. The lesion had a long diseased segment with 2 overlapping drug eluting stent (des). It was not difficult to remove the protective sheath or the packaging stylette. The lesion was pre-dilated. The device did pass through a previously deployed stent easily. The balloon became lodged. The balloon had been inflated to 14 atm in the more distal 3.0mm stent, and there were no difficulties noted during inflation of the device. The device was not moved or repositioned while inflated. The concentration of contrast / saline used was as per the IFU. An attempt was made to deflate balloon by puncture with a wire. A new indeflator was tried, and an attempt was made to remove the contrast with a syringe. A cutting balloon was also attempted. The patient required a balloon pump and inotropes, as the patient was going into shock. The balloon was ruptured with a needle through the front wall of the lad, and then removed via the original left radial access site via the sheath. A graft of the lad was required due to the stent damaged proximal stent as a result of the attempted balloon ruptures. The patient has been discharged home with a low ejection fraction of 30%. The patient had a high radiation dose a result of this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient presented with acute chest pain 3 days prior to the pci procedure, diagnosed as acute coronary syndrome with new t wave inversions in v1 and v4. The mid vessel had 70% stenosis between the second and third diagonal branches. The distal lesion has up to 40% stenosis with 70% stenosis in the apical segment. A non-medtronic guide catheter was used and a non-medtronic guidewire was advanced to the distal lad. The mid lad was stented with a 3.0 x33mm non medtronic stent. The proximal vessel was predilated with the stent balloon and was stented with an overlapping 3.5 x 38mm non medtronic stent. Balloon deflation difficulties occurred despite repeated attempts to deflate using manual aspiration with a 20cc syringe, new indeflators, cto wires with a microcatheter, cutting balloons and the rigid end of a 0.035 wire, all attempts were unsuccessful. The proximal lad stent struts were damaged with the guide catheter limiting access with a guide extension catheter (gec). The proximal stent stuts were expanded with sc balloons. A gec was advanced to the mid lad to attempt cutting balloon insertion and inflation proximal to the inflated balloon. Right femoral accesses was obtained for second guide catheter access to the left coronary. A gec was advanced into the mid lad and numerous guidewires and a cutting balloon was attempted for balloon rupture without success. The patient experienced some angina and chest pain but remained hemodynamically stable. The obstruction in the lad resulted in anterior mi and st elevation. The patient required CABG to remove the catheter wire and balloon. The intra-aortic balloon pump was removed later the same day and the patient was weaned and extubated. The patient was initiated on heart failure therapies. The patient was discharged home five days later in a stable condition, was mobilising well, afebrile, hemodynamically stable and in ncr. The patient also developed akinesis of the apical segment of the left ventricle and lingering hypokinesis in the lad was confirmed. Following on from the procedure the patient experienced limited mobility, sternal precautions and cardiac rehabilitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc solarice coronary balloon catheter to treat a lesion in the mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that balloon deflation difficulties occurred following the first inflation. The balloon would not deflate at the lesion site. An attempt was made to deflate balloon by puncture to withdraw balloon, but this was unsuccessful. Removal difficulties were encountered. The patient went to the cardiac operation room (or) to have the balloon removed, and the patient required a sternotomy. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the patient presented with intermittent angina. The lad has severe proximal stenosis with a filling defect suggestive of thrombus. The nondominant rca artery has severe in stent restenosis in the mid vessel stents resulting in up to 70% stenosis. Beyond the distal stent edge is another 70% stenosis. Approximately eight years prior a resolute integrity des was implanted successfully in the proximal rca. The nc balloon remained inflated in the lad and there was no flow. At three month follow up the patient is doing well and is not in heart failure, the patient has some distal lad territory hypokinesis. Patient history: hypertension, mi, chest pain, sleep apnoea, gi reflux. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube, the luer was detached from the device. Kinks were evident on the hypotube distal to the detachment site. The hypotube material was smooth at the detachment site. A guidewire returned loaded in the device. It was not possible to remove the guidewire from the device. The balloon was deflated on the device return. The contrast was visible in the balloon. The proximal balloon bond/inflation lumen was necked. Upon visual inspection of the device, a cut was observed on the balloon material, on the balloon distal cone. It was not possible to perform deflation testing due to the condition of the balloon. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.